Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the posterior, red particles in the shell, red particles in the fill channel and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "right side deflation¿. Device has been explanted.